Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for the laser extraction of the atrial lead due to noise and failure to capture. The patient experienced occasional av desynchrony due to lead noise, which caused symptoms of lightheadedness and shortness of breath. The atrial lead was explanted and replaced. There were no signs of failure on the right ventricular lead, but it was explanted and replaced due to physician discretion and procedural considerations. The patient was stable during and following the procedure.